Event description:
Caller reported a pixel issue with the pump display, affecting interaction with the device. There was no adverse impact to the customer's blood glucose level. Customer chose to use manual daily injections as a backup and was sent a replacement pump with updated software by technical support.